Event description:
During follow-up, loss of capture was observed on the left ventricular (lv) lead. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the inner coil lumen and exposing the inner coil. The cause of the reported event was due to the exposure of the inner coil at the abrasion zone which is consistent with friction to the device can.

Event description:
Additional information received indicated the physician alleged lead fracture as the cause of the event. Diagnostic imaging was performed and revealed no anomalies.